Event description:
The initial reporter, the patient¿s daughter, called back and provided additional details regarding the event. Because the pump was due to expire in (B)(6) 2015, the hcp (healthcare professional) was gradually decreasing the patient¿s dose; it was not done at every visit. The patient never experienced any pain, but had dementia. The pump was refilled about every 3 months. The morning after the dose decrease on (B)(6) 2014, the patient woke up and was in agony; the patient was having withdrawal symptoms. They called the hcp the same day, but the hcp refused to prescribe anything; the hcp never gave the reporter an answer on why. The patient "suffered for a week before she passed away¿. The patient passed away on (B)(6) 2014. The patient¿s cause of death was stroke. Per the reporter, the patient¿s death was not related her devices/therapy. The patient¿s daughter was calling because, she wanted to know why the patient wasn¿t given oral medication. The reporter stated she ¿is just curious as to what happened¿ and ¿understands that the patient was 92 years old and death was inevitable, but is just curious¿. The patient's daughter also stated she ¿doesn¿t know if she would call anything she has said an allegation, she doesn't think any of this had to do with the patient¿s pump¿. She was just wondering why when they called the hcp that the hcp didn't have a plan b and didn't prescribe meds for the patient; she was wondering if it was because, there wasn¿t enough oral meds to cover what the patient was getting from the pump. She wanted to know ¿when a person is too old to withstand surgery and implanting of another pump or if they are medically too fragile, is it possible to switch them from the pump to oral medication or can oral medication even begin to equal what is in the pump".

Manufacturer narrative:
(B)(4).

Event description:
Telemetry confirmed that the pump was alarming due to eri (elective replacement indicator). Per the telemetry strip printout on (B)(6) 2014, eri occurred with a replace by date of (B)(6) 2015. The patient was (B)(6) and was in hospice at an assisted living place connected to a hospital at the time of this report. The patient¿s hcp (healthcare professional) had been gradually reducing the morphine in the pump. As they reduced the medication, the patient was ¿clearer in her mind and didn¿t expect any pain¿. The patient had an episode the day after being seen on (B)(6) 2014 where the pump dose was lowered more. The patient was in excruciating pain and unresponsive and moaning and groaning and stated ¿my back my back¿ several times. The lowering of the pump was ¿just enough to trigger a stroke and was below what was controlling the pain and patient¿s blood pressure shot up; so the patient doesn¿t have much movement on the right side anymore and very little speech¿. On (B)(6) 2014, the hcp prescribed the oral medication norco for the pain and breakthrough pain. Hospice was giving the patient a metered syringe oral dose of morphine. The pump was not going to be replaced. They were trying to determine what to do with the pump, because as the patient was in hospice, she wasn¿t able to be moved. The patient had a doctor¿s appointment scheduled for (B)(6) 2014 and getting the patient to that appointment was virtually impossible. They were considering permanently stopping the pump. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
¿Death¿ and ¿life threatening¿ no longer apply for this event. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l62631, implanted: (B)(6) 1999, product type: catheter. (B)(4).